Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: mitral regurgitation, atrial fibrillation, and transcatheter mitral valve repair.

Event description:
This is filed to report a death. It was reported through a research article titled, mitral regurgitation, atrial fibrillation, and transcatheter mitral valve repair, identifying mitraclip devices that may be related to patient death. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.